Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available, *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod for between 5 and 24 hours. The lg reported being unsure if the cannula was properly seated in the infusion site (abdomen). The lg applied a new pod and after 2-4 hours the bg levels began decreasing.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.